Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that the alarm during prime. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.